Manufacturer narrative:
The customer declined the option to have their glidescope core smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the camera image "disconnected." The customer switched out the glidescope core smart cable with another one, and the image was reported to be "working fine." No harm to the patient or user was reported.